Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (404 mg/dl). Reportedly, the luer lock was not connected properly and insulin was leaking out. Customer was treated through intravenous saline and insulin drip, and released from the hospital the same day.